Event description:
It was reported that the pt experienced poor coverage for pain. The leads migrated from t8 to the lumbar region. The leads were explanted and replaced. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).